Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was confirmed with the health care provider that there was no complaint against the stealth midas and it will not be returned. Further information about its serial and model number were also not provided.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. Medwatch number 1045254-2019-00329. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a posterior cervical fusion operation, an unknown midas device was used with an e4 for screw fixation. There was a one-hour delay in the procedure due to inaccurate navigation. Navigation system was stopped and there was a need to continue operation using fluoroscope. Screw insertion was continued but there was a fixation failure resulting to broken lateral mass in both right and left of c3. The screw was removed and the wound was closed by partial fixation using the wire. It was noted that there was excessive hemorrhage before and after breaking the bone. Further follow-up has been requested.